Event description:
It was reported to philips that the device has a battery issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device has a battery issue. There was reportedly no patient involvement. The customer worked with the technical support representative. The device seems to need possible battery calibration. However, the customer can't have device down for long periods of time. They want a new battery, upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer to be ordered a new battery.